Manufacturer narrative:
Pictures of the affected power supply were provided and investigation of these indicate the failure mode to be grime debris in the middle area of the power supply air outlet and heat damage on the right planar winding pcb. The failure mode is consistent with an insufficient cooling airflow. There was no imminent danger of fire related to this power supply failure. All parts and plastics are ul rated accordingly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the power supply inside the analyzer was burning. There was an actual fire inside the analyzer. No one was injured due to the issue. The field service representative replaced the power supply and verified that the analyzer is working fine now.